Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has been rejecting new batteries. Customer has changed out the battery seven times and the issue persisted. Customer's blood glucose was 6.8 mmo/l. The device had alarmed failed battery, weak batter, and low battery multiple times. Troubleshooting was performed on the insulin pump and it alarmed again failed battery test when a new battery was inserted and the battery compartment was cleaned. Customer was advised the device needed to be replaced and agreed to return it for analysis.